Manufacturer narrative:
Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to procedural circumstances. It is likely the interaction between the device and the patient¿s anatomy during advancement contributed to the reported failure to advance and subsequent stent deformation (flared, stretched struts). Further interaction with anatomy and accessory devices likely resulted in the observed torn tip. Analysis also confirmed the crossing profile met specifications. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery with calcification. Two 3x38mm xience alpine stent delivery systems (sds), both devices failed to cross due to the anatomy, and the stent struts of both devices were noted to be flared. Therefore, devices were not used in the procedure. There were no patient adverse effects and no clinically significant delay reported in the procedure. Return device analysis for one of the 3x38mm xience alpine stent delivery systems (B)(4)), revealed that the distal tip was torn. No additional information was provided.